Manufacturer narrative:
Device evaluated by MFR. : an nc emerge mr, ous 3.50mm x 12mm dilation catheter was returned for analysis. Visual and tactile inspection revealed that the balloon was subjected to positive pressure and was returned in a deflated state. Multiple kinks were identified along the hypotube shaft. A detailed microscopic examination of the balloon material identified no issues. No issues were noted with the bumper tip. A microscopic examination of the distal and proximal markerbands identified no damage. No kinks or damages. The device was attached to an encore inflation device. Initial attempts to inflate the balloon failed. The device was left in the waterbath at 37 degrees. The balloon was inflated to rated burst pressure of 20 atmospheres with no issues. The encore device verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, the balloon burst due to several calcification. The balloon catheter was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, the balloon burst due to several calcification. The balloon catheter was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.